Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the monitor failure was isolated to a shorted u1003 pld processor, which caused damage to multiple components in the u1003 processor on the pca board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.